Manufacturer narrative:
The soft cannula was not observed to be bent/kinked. The download data did not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Lot no changed from blank to pd1k05202121. Expiration date changed from blank to 11/20/2022. Unique identifier (UDI) # changed from (B)(4). Device mfg date changed from blank to 5/20/2021.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number provided was incorrect.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 370 mg/dl, while wearing the pod between 36 and 48 hours on the abdomen. Multiple corrections were administered using the pod, but the bg levels did not decrease. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.